Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (s/n: (B)(4)) found that there was a bent connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type I. The patient reported that her device was not charging at all since sunday. The patient connected it all night last night and it was still not charged. The patient stated that the screen showed 'a broken cable'. The patient stated that the connector pin looked a bit damaged. Patient services had the patient use the recharger on the call and they described the 'reposition antenna screen'. The patient reported that she was in pain. The patient stated that it is unbearable pain and it never goes away. The pain is constant, sometimes it is severe and unbearable and it is the pain that is always there. The patient stated that the pain is from sciatic nerve. The patient also noted that she understands her ins will come to end of service (eos) soon. Patient services warm transferred the patient to a spanish speaking consultant. The call continued with a spanish speaking consultant in patient services. The patient reported that the recharger (insr) was not charging. The patient had it plugged in overnight, the plug displayed but the battery was almost empty and didn't fill up. The patient checked and the desktop charger (dtc) pin was a little bent. The patient confirmed that the ins has always helped with the pain, but the patient was in pain now due to the ins battery being low/not being able to charge the ins. The patient stated that the ins was still on but needed to be charged. The patient declined trying to connect insr to the ins during the call. Patient services reviewed that if the insr remains plugged into the wall, the patient should be able to charge ins. On march 8th, the patient called back. The patient reported that she needed to have her device replaced in her lower back because it's no good. The patient states that the new equipment that was sent was working fine.